Manufacturer narrative:
(B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient had been having problems with their implantable neurostimulator. The patient was getting stimulation in an undesired location and shocking. They were considering having their implant replaced since it wasn¿t helping too much. They had a daily shocking or jolting sensation onthe left side of their back, buttocks, and leg. The shocks first started when there was a heavy rainstorm and the patient was trying to bend over in their garage in (B)(6) 2015. The shocking had progressively gotten worse over time and the patient felt like they were being tased. The patient was also not getting the right coverage with their therapy. The stimulation and amplitudes were surging up at random times and when making certain movements. The stimulation was uncomfortable. They had met with their doctor and a manufacturer representative 3 times for adjustments. The first appointment was on (B)(6) 2016 for reprogramming. The second appointment was on (B)(6) 2016 and the adaptive stimulation feature was turned off at this time as the manufacturer representative felt the issues were due to adaptive stimulation. The patient noted that the adjustments had not helped. The patient was indicated for non-malignant pain and peripheral neuropathy. No interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.